Event description:
The patient experienced an abrupt return of dystonic symptoms related to her parkinsons disease. High impedances were noted on the left-sided system, although the patient had good symptom control in the past. The deep brain stimulator batteries were not low. The hcp replaced the bilateral deep brain stimulators and extensions. High impedance measurements were noted after surgery on the left-sided system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The neurostimulators and extensions have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) (B)(4) revealed broken welds at bond wire pads; b-hybrid side. Final device analysis of ins (B)(4) revealed no anomaly found; ins is functionally ok. Final device analysis of the extension (B)(4) revealed no significant anomalies; extension ok but cut thru (suspected explant damage). Final device analysis of extension (B)(4) revealed that the #2 conductor/wire was broken 4.4 cm from the distal end.